Event description:
Reporter stated the infusion device displayed an e8 power interrupt error after the battery was changed, and the error message could not be cleared by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up/check buttons are damaged due to handling with sharp objects. Due to the leaky soft components, liquid entered the pump and caused the buttons to always be active.

Manufacturer narrative:
The event occurred in (B)(6).